Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lh9csme0, mfg date: 07/01/2017, exp date: 12/31/2022. Batch km9gmbeo, mfg date: unk, exp date: unk. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: lot # ? The lot number ¿ lh9csme0 km9gmbeo ¿ unknown if these are the correct lot numbers. Please clarify what do you mean by "" shape of the needle was not for vr945""? Did the package for vr945 contain incorrect needle inside and noticed before use on patient? Yes. Or was there issue noticed with needle appearance only and was the correct needle for vr945? No. Did the needle have any surface related defect ? No information. If yes, was it noticed prior to use on patient ? Or during use on patient? Any sample available to return for eval? No sample will be returned. No further information will be provided.

Event description:
It was reported that a patient underwent an ob-gyn procedure on an unknown date and suture was used. Prior to use on the patient , it was found that the shape of the needle was not for that specific product code. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lh9csme0 mfg date: 07/01/2017, exp date: 12/31/2022, batch km9gmbeo, mfg date: 11/01/2016, exp date: 04/30/2022. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.